Manufacturer narrative:
The catalog number identified in section has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, an image and photo were provided for review. The investigation of the reported event is currently underway. (Expiration date: 11/2024).

Event description:
It was reported that post filter placement, the arms of the filter was allegedly found to be detached. It was further reported that one arm wire of the filter was ruptured. Reportedly the detached arm was unable to retrieve after attempt. The current status of the patient is unknown.

Event description:
It was reported that eighty two days post filter placement, the arms of the filter was allegedly found to be detached. It was further reported that one arm wire of the filter was ruptured. Reportedly the detached arm was unable to retrieve after attempt. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one jugular delivery system kit was returned for evaluation. Filter was noted to have a detached arm that was not returned. Although the sample was returned for evaluation two fluoroscopic images and one electronic photo were provided and reviewed. With images review, one image shows an inferior vena cava filter in place, one of the filter leg was fractured and displaced distally. Another one venogram image with the filter removed shows the remaining fractured filter leg. With photo review, the photo shows the retrieved filter in sample container, where one of the filter limb noted to be fractured with filter. Based on the findings, the investigation is confirmed for the reported filter limb detachment issue. A definitive root cause for the reported filter limb detachment issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiration date: 11/2024), g3, h2, h6 (method). H11: h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: additional information was received and the file was reassessed for reportability and determined to be reportable as malfunction. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation and two images and a photo were provided for review. The investigation of the reported event is currently underway. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.